Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to loss of capture (loc). No additional adverse patient effects were reported.